Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on date of report, upon removal of sensor due to bleeding during insertion, the sensor wire remained protruding from insertion site. The patient removed sensor from her body without the transmitter attached which is a practice against cgm's user's guide recommendations. Patient was able to remove the sensor wire from her skin. Patient required no medical intervention. At the time of her call to technical support, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.